Event description:
Information was received indicating that 2.5 hours following placement of a smiths medical portex blue line ultra tracheostomy tube, a leak was found. The physician was then notified, and the nurse was instructed to watch the tube. It was reported that the trach tube was then discarded, and the issue had been resolved. There were no reported adverse effects.